Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 23-sep-2024. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 24-jun-2024, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 67 year old male. There was no additional patient information available. Method I-stat, date 22-jun-2024, tested 10:55, act 146sec. Method I-stat, date 22-jun-2024, tested 16:50, act 165sec. Method I-stat, date 22-jun-2024, tested 22:39, act 189sec, aptt 23-jun-2024, hep-dose 400u/hr. Method I-stat, date 23-jun-2024, tested 04:35, act 152sec. Method I-stat, date 23-jun-2024, tested 10:42, act 140sec. Method lab, date 23-jun-2024, tested 12:00, act 31.6sec, aptt 23-jun-2024, hep-dose 500u/hr. Method I-stat, date 23-jun-2024, tested 17:01, act 140sec, aptt 23-jun 2024, hep-dose at 21:00, comment patient was injected fresh frozen plasma due to bleeding. Method I-stat, date 23-jun-2024 tested 22:37, act 140sec, aptt ni, hep-dose 600u/hr, comment ni heparin adjusted from 500u/hr to 600u/hr per act 140 at 22:37. Method I-stat, date 24-jun-2024, tested 04:59, act 140 sec. Method lab, date 24-jun-2024, act 37.8sec, comment customer finally decided to monitor aptt not act. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway.